Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
There customer reported that the system would not boot up. There is no report of pt injury.